Manufacturer narrative:
(B)(4). Method: two complaint chambers were returned and visually inspected. Results: visual inspection of the feedset tubing of both complaint chambers revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed one other similar complaint of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported that there was water leakage between the feedset tube and bag spike of two mr290 autofeed humidification chambers during use. No patient consequence was reported.